Event description:
It was reported that the patient turned the unit over in her body. This had happened many times. She pulled her pants up too quickly on 2010 (B)(6). The patient had called the doctor and that was solved; the doctor secured it. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4),: product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 243250001, implanted: b)(6) 2010, product type: accessory. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the patient does not have concerns with their device or therapy.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37092, lot# 243250001, implanted: 2010 (B)(6); product type accessory. (B)(4).